Manufacturer narrative:
Unit received with bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump bumped into car causing damage to reservoir area. Customer's blood glucose was 98 mg/dl. Customer was advised that insulin pump would need to be replaced.